Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during a dural-avf (arteriovenous fistula) procedure, the subject guidewire was fractured. The consultant explained that the subject guidewire was in the balloon catheter. Following retraction from the balloon catheter without additional force, but the subject guidewire was snapped off and the distal ~10cm of the subject guidewire remained in the patient's middle meninges artery. The procedure was completed, and the patient is currently doing well.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was found to be broken/fractured at 190cm from the proximal end. The core wire was found to be broken and not visible inside the nitinol tubing. The platinum wire was found to be broken and slightly exposed. Additionally, the subject guidewire was found to be kinked/bent at 188cm from the proximal end. The reported un-retrieved device fragments could not be confirmed since the distal end of the subject guidewire was not returned as it remained in the patient, however, the analysis results are consistent with the reported event. The functional testing could not be performed due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the distal 10cm of the guidewire fractured in the middle meninges artery, a non-stryker catheter (scepter c compliant balloon catheter 4/10mm) was used with the subject guidewire, a torque device was used, and the physician stated he was torquing the guidewire a fair amount but no more than normal. Based on analysis, it is possible that the subject guidewire may have encountered some tension or torsion forces during use that caused the device to kink and then fracture at its distal tip. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use', the as reported ' un-retrieved device fragments', and the as analyzed 'guidewire distal end/tip kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a dural-avf (arteriovenous fistula) procedure, the subject guidewire was fractured. The consultant explained that the subject guidewire was in the balloon catheter. Following retraction from the balloon catheter without additional force, but the subject guidewire was snapped off and the distal ~10cm of the subject guidewire remained in the patient's middle meninges artery. The procedure was completed, and the patient is currently doing well.